Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 438 mg/dl. The customer was assisted with troubleshooting. The customer was unable to get how he treated for blood glucose. Customer stated that insulin pump did not had retainer ring. The insulin pump will not be returned for analysis.